Event description:
It was reported that the customer received a failed battery test mesesage on his pump. The customer's blood glucose was 77 mg/dl. The customer stated that he changed the battery one hour ago and received the failed battery test message. Then the customer replaced the battery with a used battery and received the same message. The customer was using a duracell alkaline battery. Advised customer that a new battery cap would be shipped and to call back after replacing the battery cap if that does not solve the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.